Event description:
Patient presented to the physician with swelling at the chest incision site. On examination, the physician suspected a hematoma. Physician drained the chest pocket in the clinic and prescribed antibiotics.